Manufacturer narrative:
The root cause of the impella defective (error reading eeprom event set # 3) alarm was not determined due to inability to reproduced.

Event description:
The complainant reported that a patient was being implanted with an impella device for mechanical circulatory support. Following a catheterization of coronary arteries and stent placement, the physician decided to implant an impella device to increase blood flow of the patient. During the setup of the automated impella controller (aic) with the impella device, the aic would not detect the impella catheter. There was no attempt to insert the impella device into the patient. The aic and the impella device were not exchanged for a new or alternate device. The physician decided to abort the impella implant as the patient¿s condition improved and was noted to be well recovered. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient's outcome was survived. This complaint involves two impella devices: unknown impella pump automated impella controller with serial number (B)(6) this MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other device associated with this complaint.

Manufacturer narrative:
A. Patient information: patient demographics are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B3, b5, e1 revised based on the additional information received.

Event description:
During a hospital visit and subsequent review of automated impella controllers (aics), a field representative noted that an impella support attempt had occurred during an emergency catheterization procedure. The patient¿s demographic details, clinical indication, comorbidities, and pre-support presentation were unknown. The patient had undergone catheterization for subacute thrombosis of two coronary stents but demonstrated insufficient improvement in flow. The treating physician attempted to initiate impella cp support on three separate occasions; however, in each attempt, the aic failed to detect the impella catheter, preventing device setup. As a result, the impella was never inserted into the patient, and the clinical team elected not to switch to a different aic or open a new impella device due to the patient¿s improving clinical status by gasometry and lactate. No hemodynamic support via impella was provided, and the patient recovered without further intervention. The event was later documented by the field representative, as the treating physician had not reported it at the time. Based on the available information, the event was limited to an aic detection failure that occurred before any impella system component was introduced into the patient. No pump activation occurred, no circulatory support was delivered, and no patient harm resulted. The patient recovered without the need for impella support. The issue is most consistent with a console related setup or detection error rather than a malfunction of an implanted device, as no impella catheter was ever placed. No evidence suggests that a pump or catheter defect contributed to the event.